Manufacturer narrative:
Recall number: 3005334138-12/5/2019-001-r.

Manufacturer narrative:
Recall number: 3005334138-12/5/2019-001-r. The investigation revealed that a 12f dilator and 12f sheath were packaged within the 14f fast-cath trio hemostasis introducer package.

Event description:
During the procedure, the device was noted to be a 12f instead of the 14f as labeled. A non abbott device was used to continue the procedure with no consequences to the patient.